Event description:
It was reported that the patient's device settings decreased on their own several times. The patient also had surgery planned to reposition the device. The patient outcome is unknown. Further information is being requested from the hcp.